Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the second fire of the sleeve procedure, the surgeon noticed one of the staples toward the middle of the cartridge did not form and was it a goal post position. It was on the row closest to where the blade passes. The staple line was tested for leaks and none were found. Unknown how case was completed. There were no adverse consequences for the patient.